Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.

Event description:
Device (fx434-t) was not yet implanted. We were informed that the packaging of the shunt system was already damaged.

Event description:
The complainant device was evaluated by the manufacturer.

Manufacturer narrative:
It was reported that the inner packaging of the progav 2.0 shuntsystem was already damaged, when it was initially opened in the hospital. During the examination, we noticed that the catheter was already torn and contaminated. This indicates that the product has already been used. We were also able to determine that the sealing of the inner packaging was structurally intact and had been opened at the marked point. All packaging is visually checked several times by employees before the final quality assurance check to prevent those kinds of damages. Every individual product is only packed and shipped after the final quality assurance check was passed. The outer box additionally ensures that the sterile packaging cannot be damaged during shipment. Furthermore, there is an additional quality control of the outer packaging at our distribution partner aesculap. If any damage or deviation is detected, the product is sorted out and not sent to the customer. Based on our traceability, it can be ensured that the product was in perfect condition before dispatching. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christopher miethke gmbh & co. Kg.